Event description:
Alleged both of the head end casters came off the bed. He said one broke the shaft and the other one is bent but the frame of the bed is fine. He does not know if they were transporting the bed or how it happened, but the bolts that hold the casters only thread in about two threads.

Manufacturer narrative:
The facility replaced the casters to repair the bed.